Event description:
Caller reported that ibc dropped 5% in a short period of time on a previous date. There was no adverse impact to the customer¿s blood glucose level as the rapid change in battery charge did not result in an unexpected shutdown. No follow-up was required as cts investigated and found no issues, with the caller able to upload pump data successfully and the software version being up to date.